Manufacturer narrative:
Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of the high stick, but this could not be determined. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
Procedure was an interventional case to repair a lad with a stent. The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. When the patient was moving to recovery, the patient was noted with st elevations and returned to procedure table. It was determined that the patient had a retroperitoneal bleed. Patient received multiple units of blood, but coded and the patient expired. A review of the angiogram was performed which showed the access site was above the pelvic rim, which would indicate a high stick.